Manufacturer narrative:
The instrument accessory was returned and evaluated. Per the customer reported complaint, failure analysis found that the cannula was bent in a different orientation when placed next to a function 2 cannula. The cannula bowl would not rotate with respect to the tube when minimal force was applied. No other damage was found. The cannula was transferred to engineering and inspected, the cannula was found to have separation between the bowl and tube. The weld was cracked all around the circumference of the tube. The tube was able to rotate by hand only when a large torque was applied and the bowl was fixed in a vise. This would indicate a tight press fit between the two mating parts. The cannula was manufactured prior to the implementation of improved weld. The customer reported complaint does not itself constitute a MDR reportable event; however, the cannula weld, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the cannula instrument accessory was noted to freely rotate around the bowl during a da vinci pyeloplasty procedure. The case was converted to multi-port da vinci and completed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.